Event description:
The customer reported via phone call experiencing high blood glucose levels. The customer's blood glucose was 485 mg/dl. The customer's wife agreed to perform troubleshooting. The customer's most recent blood glucose was 548 mg/dl. He did not express any symptoms of high blood glucose and treated with manual injections. He had changed the infusion set on the day prior to the call. He disconnected from the device and was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime. They confirmed that insulin exited at the quick release. He noted that the insertion site was itchy. The customer did not receive any alarms since the high blood glucose began. The caller confirmed that the bolus history displayed all entries based on their recollection and the bolus wizard was not set up. The customer advised that he would call back on the following day to perform the high pressure test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.